Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the physician was unable to place the right atrial lead due to the patient having venous stenosis. The lead was not used, and was not replaced. No patient complications have been reported as a result of this event.